Manufacturer narrative:
(B)(4). Concomitant medical products: persona articular surface fixed bearing cruciate retaining (cr) catalog # 42521000413, lot # 62376869, tibia cemented 5 degree stemmed right size d catalog # 42532006702, lot # 62438461, all poly patella cemented 32 mm diameter catalog # 42540000032, lot # 62536449. Study: polar_u1210k. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported that the patient was revised due to tibial subluxation and instability.

Manufacturer narrative:
Reported event was confirmed by review of revision op notes. Review of revision operative notes indicate that the patient was revised due to tibial subluxation. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.